Event description:
When first attempting to insert peripheral intravenous, it was noted by registered nurse certified that the peripheral intravenous catheter was not moving appropriately. Upon removal of catheter, it was found that the needle had pierced through catheter and was unusable. It appeared to be intact otherwise.